Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. PMA/510(k): k1305202. The actual sample was received and am image was image provided by the user. Review of the provided movie showed that the actual sample was leaking around the root of the purge line port, and the support arm was detached from the oxygenator. Visual inspection of the actual sample revealed that the purge line confirmed that it had been cracked. It was likely that the priming solution leaked from the crack. In addition, the tube had been flexed (a trace as if it had been crushed). Visual inspection of the total appearance of the actual sample confirmed that the purge line side of the support arm had been detached. The water port had a contact mark. Magnifying and electron microscopic inspection of the crack in the purge line revealed that the crack surface was rough, and elongation of material was observed, therefore, the purge line tube was likely to have been torn, not cut by a cutting instrument. The purge line tube was cut, and the cross section was observed with ccd. The wall thickness of the tube was confirmed to be even with no irregularity. The outer and inner diameter of the tube were measured and confirmed to be equivalent to those of a current product sample. Reproductive testing was performed, in order to reproduce the detached support arm, a product sample contained in a unit box was dropped by free-fall from 3.5-m high. As a result, the support arm came off the oxygenator. From this, it is likely that the actual sample was subjected to a shock load. The test sample with the purge line side of the support arm being detached from the oxygenator was dropped with its bottom side down so that a shock load was applied to it. As a result, the support arm crushed the purge line causing a crack in the position similar to that of the actual sample. Moreover, the support arm came into contact with the water port. Magnifying and electron microscopic inspection of the reproduced crack confirmed that the crack surface was rough, and elongation of material was observed. A review of the device history record and the product-release judgement record of the involved product code/lot# combination was conducted with no findings. IFU states, "do not use if the package or device is damaged (e.g. Cracked) or any of the port caps are off. Do not use an oxygenator and reservoir that leaks. Replace it with another capiox fx25 oxygenator and reservoir. If the product is dropped during set-up, do not use it. Replace with another device." Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the cause of the leak during priming was the crack in the purge line. As the cause of the crack in the purge line, from the state that the support arm had been detached from the oxygenator, as one of possibilities, the actual sample might have been subjected to a significant shock load beyond the limit strength during transportation or storage. Due to this, the support arm might have come off and crushed the purge line causing a torn leading to the crack. However, the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that the involved capiox device was used pre-treatment. There was priming solution leakage from the vent port during priming. The patient was not harmed.